Event description:
Caller states the pt tested 5.4 inr on the coagucheck s system and 2.9 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.